Event description:
(B)(4). Chronic pain affecting my back, pelvic and legs, bleeding/discharge between periods, hot flashes, night sweats, itching/burning around vaginal entrance, breast soreness and tenderness, severe bloating, metallic taste at times in mouth, heartburn, constant headaches, brain fog, forgetfulness, anxiety, mood swing, ringing in the ears, dizziness and recently diagnosed with vertigo, high blood pressure, weight issues, excessive sweating, thyroid issue, anemic.